Manufacturer narrative:
Sections with additional information as of 04-aug-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned for evaluation. Pen needles were visually inspected and no defect found. Returned product was forwarded to supplier quality to contact manufacturer. Manufacturer investigation completed and no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: customer contacted manufacturer in follow-up call on 22-jun-2021 and stated the replacement pen needles received from the pharmacy had resolved the initial concern.

Event description:
Consumer reported complaint for the 31g trueplus pen needles. The customer stated when she went to use one of the pen needles, it did not aspirate/dispense her insulin. The customer stated that the part of the pen needle was missing; customer had stated the front part of the needle was there, but the back part that connects to her novolog flex pen was not there. Customer has been using the product out of this package for a few weeks. The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needle was aligned properly. At the time of the call the customer felt well and did not report any symptoms. The customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.